Event description:
During a remote follow-up, episodes of noise which resulted in oversensing, and inappropriate automatic mode switch (ams) were observed on the device. No intervention has been performed at this time. The patient was stable with no consequences.